Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 28 mm seguin annuloplasty ring was successfully implanted. On (B)(6) 2022, it was reported that the patient experienced cardiac arrest due to massive pneumothorax and subcutaneous emphysema and was treated with adrenaline and heart massage for 10mins before return of spontaneous circulation (rosc) occurred. The patient was intubated and brought to the intensive care unit for two days. Patient was extenuated, without neurological defect. A computed tomography (CT) scan showed right pneumothorax and was drained. No valvular problem noted on echocardiogram and there was good contractility and function of the ventricles. No pericardial effusion was observed, and the device was working as intended. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The ring was reported to be functioning as intended. Information from the field indicated that a pneumothorax and subcutaneous emphysema caused the cardiac arrest. There is no indication of a product quality issue with regards to manufacture, design, or labeling.